Event description:
Information was received from healthcare professional via field representative regarding patient involved in vertebral body replacement used in spinal therapy. It was reported that during procedure, implant could not expand with the instrument. Expansion was possible by hand, but very cumbersome. There were no patient symptoms or complications reported as a result of the event. Estimated delay in procedure was 20 minutes. Patient is alive and no injury. On 2020-nov-11, received additional information that implanted cage dislocated in the patient¿s body, so revision surgery was performed to explant. On 2020-nov-18, received additional information that cage was explanted due to dislocation in patient¿s body. It is unknown if there were any patient symptoms. Revision surgery was performed on (B)(6) 2020. No patient complications were reported. Product was explanted and implanted with non mdt product. On 2020-nov-19, received additional information that malfunction of reported endcap and cage was that, implant could not be expanded, stucked and was not smooth. Endcap and cage was explanted in revision surgery as it was dislocated.

Manufacturer narrative:
Additional information: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: device evaluated summary- visual and optical inspection of the centerpiece expander revealed the gears/teeth have been damaged and broken. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage but unable to open smoothly and collapse. The issue appears to be where the tip of the expansion shaft contacts the teeth and cage of the centerpiece when the expansion shaft is inserted and turned. Per the print 436120a-e on note 7 rev-c, with the locking set screw backed out, the assembly must be able to smoothly expand and collapse. This issue is being investigated on CAPA 471462. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient involved in vertebral body replacement used in spinal therapy. It was reported during procedure, implant could not expand with instrument. Expansion was possible by hand, but very cumbersome. There was no patient symptoms or complications reported as a result of the event. Estimated delay in procedure was 20 minutes. Patient is alive and no injury.